Event description:
Same case as MDR ID# 2134265-2012-07379. It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. The 90% stenosed target lesion was located in the calcified, very tortuous proximal to mid left anterior descending artery (lad). The physician advanced a 1.25mm rotalink burr over a rotawire guide wire through a 7fr non bsc guide catheter to the lesion and performed ablation 3 times at 200,000rpm. Optical coherence tomography (oct) was used to diagnose the lesion. When the physician was advancing a 1.5mm burr to the lesion when it was noted the guide wire had been withdrawn from its intended location. Angiography was performed and noted the guide wire fractured in two places. The proximal part of the device exposed to the aorta was captured using a snare, and removed from the patient. The distal part of the guide wire was unable to be removed and remains in the patient. The procedure was completed with this device. No further patient complications were reported and the patient is under observation.

Event description:
Same case as MDR ID# 2134265-2012-07379. It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. The 90% stenosed target lesion was located in the calcified, very tortuous proximal to mid left anterior descending artery (lad). The physician advanced a 1.25mm rotalink burr over a rotawire guide wire through a 7fr non bsc guide catheter to the lesion and performed ablation 3 times at 200,000rpm. Optical coherence tomography (oct) was used to diagnose the lesion. When the physician was advancing a 1.5mm burr to the lesion when it was noted the guide wire had been withdrawn from its intended location. Angiography was performed and noted the guide wire fractured in two places. The proximal part of the device exposed to the aorta was captured using a snare, and removed from the patient. The distal part of the guide wire was unable to be removed and remains in the patient. The procedure was completed with this device. No further patient complications were reported and the patient is under observation.

Manufacturer narrative:
Patient age at time of event: 18 years or older. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Corrections: brand name corrected from rotalink burr to rotalink plus. Upn- search corrected from h802227680030 - rotalink burr 1.50mm - 22768-003 to h749236310030 - rotablator rotalink plus 1.50mm - 23631-003. Upn corrected from h802227680030 to h749236310030. Catalog/model # corrected from 22768-003 to 23631-003. Device evaluated by manufacturer: a visual examination identified no issues were noted with the unit handshake connections. The device was guidewired without issue. The burr was microscopically examined and was found slightly misshapen. The exposed brass on the plated back half of the burr was within specification. A scratch test was performed and found that the burrs cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The damage to the burr is consistent with the burr coming into contact with the wire. The directions for use (dfu) state: "never advance the rotating burr to the point of contact with the guidewire spring tip. Such contact could result in distal detachment and embolization of the tip." Therefore the root cause is user error. (B)(4).